Event description:
It was reported that prior to use with 4 bd vacutainer® eclipse¿ blood collection needle the hub separates from the device. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about hub/collar separation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-09. Investigation summary: bd received 2 samples and 5 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA)1277214.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 4 bd vacutainer® eclipse¿ blood collection needle the hub separates from the device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about hub/collar separation.